Manufacturer narrative:
The primary ventilator (B)(4) was visually inspected. The ventilator settings were recorded and the ventilator passed the general checkout procedure testing with the exception of the power alarm test. Since the ventilator had not been charged in 3 years it was expected that the internal battery would be fully depleted. Because of this depleted internal battery condition the ventilator was not able to switch to this power source when the external power source was removed. The event trace was downloaded for review. The date of the reported incident is (B)(6) 2012 at 12:32 am. The event trace indicates the final operational period started on (B)(6) 2012 at 09:26 pm and ended on (B)(6) 2012 at 11:47 pm. The event trace indicates the ventilator issued a low minute volume alarm and low pressure alarm condition 5 seconds prior to being properly powered down. The alarm entries have no associated alarm clear entries.

Event description:
It was reported that the patient passed away on (B)(6) 2015. There are no allegations against ventilator; however there are allegations against the finger pulse oximeter. The patient is not ventilator dependent; typically on ventilator for 12 hours and then off for 12 hours. On or about (B)(6) 2015 the home care equipment representative noticed patient was missing the finger pulse oximeter. The nurse loaned her portable finger pulse oximeter to the patient which had no ability to emit an alarm. The home care nurse left the patient unattended for 30 minutes and found the patient pulseless and the patient's oxygen saturation level dropped to a dangerous level. The patient went into cardiac arrest and expired.